Event description:
It was reported that customer is experiencing high blood glucose levels. It was reported that the insulin pump experienced a no delivery issues. Customer's blood glucose reading ranged from 96-399 mg/dl. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.